Event description:
Customer reported a cartridge alarm occurring multiple times across several dates. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to resolve the issue by loading a new cartridge following proper technique and successfully resumed insulin therapy.